Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that inappropriate anti-tachycardia pacing was delivered for ventricular tachycardia episodes, which led to ventricular fibrillation. No malfunction was suspected as the device responded as it was programmed. The device therapy was disabled and the patient will continue to be monitored.

Event description:
Additional information received revealed that the patient was hospitalized due to his condition.